Event description:
Acct reports that they received this new product and they are unable to tolerate the odor from the product. States one employee developed rash and itchy eyes. States she had to go see physician and was treated with celestone. Employee recovered without incident.